Event description:
A site representative reported that they have two open spine clamps that have become stripped and need to be replaced. This had no impact on any pt outcome.

Manufacturer narrative:
The pt demographic is not available. All info is the same for device 1 and device 2; except lot number of device 2 is: 110118. Manufacture date for device 2 is: 01/18/2011. Device 1: the clamp face is slightly bent to one side and the teeth are bent. Device 1 and 2: the adjustment screw is damaged. The head of the screw has tool marks all around and some rounding out inside the hex head. The clamps appear to have been repeatedly overtightened.